Manufacturer narrative:
Throughout the data analysis, a product problem was not found. The investigation concluded that the observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Review of the provided data indicated that the alleged sample is a low titer sample. This would explain why wavering results were generated when the sample was repeated. As the same sample generated detected results on two separate analyzers, the analyzer is performing as expected. The recollected sample generated a negative result for sars-cov-2. This is a sample-specific issue and the reagent is performing as expected. Facility name truncated due to character limit. Full name: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was tested on the first cobas® liat® system which initially generated a positive result for sars-cov-2 and influenza a, and a negative result for influenza b. The same sample was retested on a second cobas® liat® system which yielded a positive result for sars-cov-2 and influenza a, and a negative result for influenza b. A newly collected sample was tested on the second cobas® liat® system which yielded a negative result for sars-cov-2 and influenza b, and a positive result for influenza a. The sample was reported as sars-cov-2 not detected and influenza a detected. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.